Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a balloon port which was compatible with a luer connection was used in error, while attempting to irrigate the bladder with saline for a voiding challenge procedure. Too much saline was instilled into the balloon port causing it to burst. This allegedly caused injury to the bladder. A cystoscopy was performed to evaluate the bladder and remove a fragment of the balloon.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "single use only. Do not resterilize. For urological use only. Do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst." (B)(4).

Event description:
It was reported that a balloon port which was compatible with a luer connection was used in error, while attempting to irrigate the bladder with saline for a voiding challenge procedure. Too much saline was instilled into the balloon port causing it to burst. This allegedly caused injury to the bladder. A cystoscopy was performed to evaluate the bladder and remove a fragment of the balloon.